Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se found a loose check valve from the pump.

Event description:
It was reported that during set up the ht70 plus ventilator would not pass circuit test. No air was blowing out. There was no patient involvement. The ventilator was replaced and sent in for failure investigation.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.